Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. 623320) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 1. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and menstrual disorder ("unusual periods"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. The reporter commented: on the right side six coils and on left side, three coils were observed after the essure had been placed. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 623320) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 1. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding") and menstrual disorder ("unusual periods"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. The reporter commented: on the right side six coils and on left side, three coils were observed after the essure had been placed. Lot number: 623320 manufacture date: 2007-02 expiration date: 2009-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2020: quality safety evaluation of ptc. Seriousness for the event genital haemorrhage updated to non-serious. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 623320) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 1. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), menstrual disorder ("unusual periods") and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage and uterine haemorrhage outcome was unknown. The reporter considered genital haemorrhage, menstrual disorder, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: on the right side six coils and on left side, three coils were observed after the essure had been placed. Discrepancy in essure removal - (B)(6) 2019 and (B)(6) 2019. Lot number: 623320 manufacture date: 2007-02 expiration date: 2009-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Event "uterine hemorrhage" was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device breakage ('fragments of essure coil (left/right)') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (ess205) (batch no. 623320) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 1, uterine bleeding and paratubal cyst. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding") and menstrual disorder ("unusual periods"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and endometrial ablation). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device breakage, uterine haemorrhage and genital haemorrhage outcome was unknown. The reporter provided no causality assessment for device breakage with essure (ess205). The reporter considered genital haemorrhage, menstrual disorder, pelvic pain and uterine haemorrhage to be related to essure (ess205). The reporter commented: on the right side six coils and on left side, three coils were observed after the essure had been placed. Discrepancy in essure removal - (B)(6) 2019. Surgical pathology report: right fallopian tube with essure stent, salpingectomy paratubal cysts and fragments of essure coil. Left fallopian tube with essure stent, salpingectomy paratubal cysts and fragments of essure coil. Endocervical curetting's: blood and scant fragments of benign secretory endometrium. Lot number: 623320, manufacture date: 2007-02, expiration date: 2009-01. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; abnormal uterine bleeding and device breakage". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-dec-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device breakage ('fragments of essure coil (left/right)') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (ess205) (batch no. 623320) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 1, uterine bleeding and paratubal cyst. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding") and menstrual disorder ("unusual periods"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and endometrial ablation). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device breakage, uterine haemorrhage and genital haemorrhage outcome was unknown. The reporter provided no causality assessment for device breakage with essure (ess205). The reporter considered genital haemorrhage, menstrual disorder, pelvic pain and uterine haemorrhage to be related to essure (ess205). The reporter commented: on the right side six coils and on left side, three coils were observed after the essure had been placed. Discrepancy in essure removal - (B)(6) 2019 and (B)(6) 2019. Surgical pathology report: right fallopian tube with essure stent, salpingectomy paratubal cysts and fragments of essure coil. Left fallopian tube with essure stent, salpingectomy paratubal cysts and fragments of essure coil. Endocervical curetting's: blood and scant fragments of benign secretory endometrium. Lot number: 623320, manufacture date: 2007-02, expiration date: 2009-01. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; abnormal uterine bleeding and device breakage". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2020: medical records received. Event " fragments of essure coil" was added. Product details updated to ess205. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.